Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Foreign material was found in the nozzle, and could not be removed. Additional findings included a problem with the insertion tube, damage to the universal cord, the objective lens was cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii gastrointestinal videoscope, the flow was present but had issues. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: date of event: (B)(6) 2022. Event description: the issue occurred during preparation for use. There was no delay and the procedure was completed with a similar device. This report is also being supplemented to provide the following corrected data: report source: foreign - other (france).

Event description:
The issue occurred during preparation for use. There was no delay and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.